Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 15002, was returned and analyzed. Visual inspection of the sheath showed the shaft had a 2-point kink at 1.9 inch and 2.3 inch from the tip. In conclusion, the reported issue has been confirmed through testing. The sheath, 4fc12 with lot 15002, failed the return product inspection due to kinks on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath tip was deformed under fluoroscopy. The case was completed with cryo. It was confirmed that the sheath was deformed upon extracting the sheath outside of the patient's body. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.